Event description:
Medical affairs spoke to the pt and obtaining the information. The pt mentioned that the fasttake meter had not been working for a while. The pt does not know exactly how long the meter had not been powering on for. Since the meter had not been working, the pt had a back up meter to test their blood glucose. The pt did not experience any symptoms and did not seek medical attention or contact their physician for assistance. The battery was replaced less than a year ago and the battery contacts were in good condition. The test strip the pt was using was correct. This case is being reported as a malfunction, since the meter does not power on, even though the battery was replaced less than a year ago.